Event description:
The dentist reported that the zirconia abutment fractured four years post restoration.

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. The zirconia (edaz) abutment and screw were returned. The abutment was evaluated and the fracture confirmed. The review of the device history record did not indicate any nonconformities or manufacturing deviations which would cause this complaint.